Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the cheeks, zygomatic arch, and chin with 11 syringes of juvéderm® voluma¿ xc. The patient experienced ¿an occlusion¿ on the right side of the face with ¿tingling and numbing.¿ event is ongoing.